Event description:
Over a period of a few weeks - the respiratory therapists at hosp have noticed the needles used for arterial blood gases have not been sharp. One needle has a visible burr on it. In checking with other departments within hosp rptr found no other complaints; however, this one dept (respiratory therapy) draws the largest majority of arterial blood gases. The co has been notified. To date hosp has not heard whether or not other hospitals are experiencing this problem with the involved lot #. Due to the potential for arterial tears which could result in immediate surgical repair this report is filed. The therapist involved stated the needle appeared to "pop" into the vessel rather than slide/glide easily as in the past.